Event description:
A lifepak 12 defibrillator failed to charge on three attempts during a code. A backup defibrillator was used for successful conversion after a possible total delay of 1.5 minutes. The patient expired on the following day. The defibrillator was removed from service and tested by biomedical engineering. An intermittent open connection was detected in either the paddle cable or cable connector. The problem was demonstrated to and verified by the manufacturer's service representative. Both the cable and connector were removed from the unit by the service representative and will be released to the manufacturer after administrative approval is obtained.